Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 400mg/dl. His mother stated that she did not believe the insulin pump was working properly. The insulin pump is being returned. No additional information was reported.